Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. The time was 10 minutes slow and the date was wrong by one day. The insulin pump passed the lead screw test, but there was no tubing clamp for the high pressure test. It was also stated that the insulin pump had damage to the screen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.